Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient present to ER for dizziness but was asymptomatic upon my arrival. Mod showed complete v noncapt and patient in 2:1 av block. February device interrogation showed threshold of 1v/0.4ms. My initial threshold was 5.25/0.4 bipolar. 5.0/0.4 uni. 3.75/0.8 uni. Sensing was good at 8.7mv. No impd issues bipolar or unipolar. No episodes of v noise. I reprogrammed the device appropriately for the patient. The patient was dismissed from the ER with no consequences.

Event description:
Related manufacturer reference number: 2938836-2019-05224. New information states that the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead with the distill portion measuring 43.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Correction: the patient presented in the emergency room after feeling dizzy. Review of egm showed ventricular non-capture and high capture threshold. The lead was reprogrammed. The patient was stable. New information states that the right ventricular lead was explanted and replaced on jun 25, 2019. The patient was stable throughout the procedure.